Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for urinary dysfunction. It was reported that on or around (B)(6) 2025, the patient had a fall. They tripped and fell over a coffee table and injured themselves. They felt like the stimulator had not worked since the fall. They had a return of baseline symptoms of urinary urgence and frequency and urge incontinence. They ran the implant at high amplitudes since implant between 4.6 and 8.5 ma. The rep evaluated the device today, (B)(6) 2025, and the impedances were within normal limits. The rep stimulated each electrode and the patient did not feel any stimulation on any setting even at max settings on each electrode. The rep discussed these findings with the provider. The provider said they will plan for a full replacement if if they can obtain insurance prior authorization. Nothing is scheduled at this point. The patient wants to get a full replacement and get the device functioning again. The issue was ongoing.